Event description:
It was reported that there was a loss of therapeutic effect for the last "couple of months" without a related, known accident or incident. The patient could not turn stimulation up any higher, so the nurse changed programs and increased stimulation until the patient felt it. The patient felt stimulation at 6.4 volts, but "it quickly faded away." The patient felt stimulation in the appropriate location with a steady pulse at 7.8 volts. Patient was going to monitor symptom relief. Two and a half months later, additional information received reported that a lead was replaced. The impedances were out of range and the patient did not feel stimulation. The patient recovered without sequela.

Event description:
It was further noted that the patient never had a lead replacement. MFR. Rep. # 3004209178-2012-09498 is for a separate patient and is no way related to this report.

Event description:
Review of information received determined the event previously reported regarding the lead replacement that occurred was a separate event, and was also reported under MFR. Rep. # 3004209178-2012-09498. All future follow up regarding the lead replacement will be conducted under MFR. Rep. #3004209178-2012-09498 while future follow up regarding event where patient adjusted stimulation to a steady pulse will be conducted under this MFR. Rep. #3004209178-2012-09417.

Manufacturer narrative:
Product ID, 3889-28 lot# v625723 serial#, implanted: 2011 (B)(6), explanted: product type lead; product ID, 3037 lot# serial# (B)(4), implanted: explanted: product 2012 (B)(4), type programmer, patient; (B)(4). Analysis of lead found that the lead body had broken conductors at or near tines.

Manufacturer narrative:
Product ID 3889-28, lot# v625723, implanted: 2011 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4). No device returned, and no analysis has been completed. No intervention required or serious injury was reported.

Manufacturer narrative:
(B)(4).